Event description:
On 11/24/1998, 2 pts on ventilators in intensive care unit had sputum cultures collected. Cultures were positive for ralstonia on 11/28/1998. A bacteria found in contaminated water or normal saline. On 12/3/1998 a culture was taken from origianl lot of distilled water. It was positive for ralstonia on 12/10/1998. Three more water jugs were tested on 12/7/1998. One original shipment of water & one from new shipement and one from another source. On 12/7/1998, center for disease control was contacted to see if there was reason for concern. The water co, puritan springs, was contacted re: culture results. The ventilators of these 2 pts have a heater accessory to allow the use of distilled water with "sterile water quality". There is a heater and a filter built into this accessory. On 12/11/1998 both old & new shipments of distilled water were positive for ralstonia. The one from another source was negative.